Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va25tw5, serial#: none, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was unable to feel stimulation and was not getting any therapy after a fall. The patient reiterated that the device no longer worked after the fall. The patient had tried every program and could not obtain stimulation. The physician had an x-ray done and saw that the lead had migrated/been dislodged after the fall. It was determined that the fall had contributed to the issues with the device and the physician decided to replace the lead and battery. The issue was resolved with the replacement.